Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml some tubes do not have labels. The following information was provided by the initial reporter: the amount of mgit culture medium is low, and some tubes are not labelled.

Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2195041 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, labeling, and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for either defect. Retention samples from batch 2195041 (100 tubes) were available for inspection. No labeling or fill volume defects were observed in 100/100 retention samples. For further investigation all 100/100 retention tubes were measured with a fill volume measuring tool. No low fill volume was observed in 100/100 retention tubes. All 100/100 retention tubes had properly affixed and legible labels. Two photos were received for investigation: the first photo shows a partial tube from batch 2195041. The second photo shows two tubes in a plastic bag. The tube on the left has no label. The tube on the right the media fill appears to be lower than expected. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos received.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml some tubes do not have labels. The following information was provided by the initial reporter: the amount of mgit culture medium is low, and some tubes are not labelled.